Event description:
Further follow up with the healthcare professional revealed that after 6 weeks of treatment with biaxin, the infection in the glabellar region has resolved without sequela.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of raised, inflamed, and erythematous injection site, bumps, swelling, abscess, and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling addresses the reported event(s) as follows: "intended use/indications juvéderm volbella® xc injectable gel is indicated for injection into the lips for lip augmentation and for correction of perioral rhytids in adults over the age of 21. Warnings ¿ injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. Precautions ¿ the safety and effectiveness for the treatment of anatomic regions other than the lips and perioral area have not been established in controlled clinical studies. ¿ as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. ¿ juvéderm volbella® xc injectable gel is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product. ¿ patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. Adverse events per table 1 and table 3: injection site responses by severity and duration after initial treatment occurring in > 5% of treated subjects (n = 154) for possible injection site responses post injection with juvéderm volbella® xc include swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching and dryness. Injection site responses by severity and duration after repeat treatment with juvéderm volbella® xc occurring in > 5% of treated subjects (n=123) include swelling, tenderness, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment-related aes after initial treatment (or touch-up treatment) occurring in = 5% of subjects included chapped lips, dizziness, dry lips, general physical condition abnormal, headache, lip disorder (lumps), lip injury, oral herpes, presyncope, wound, and injection site discoloration, discomfort, edema, erythema, exfoliation, hyperaesthesia, hypoaesthesia, laceration, nodule, papule, paraesthesia, pruritus, and reaction. In the clinical study, 7 subjects had lumps/bumps or swelling that occurred weeks to months after treatment. All of these aes were mild or moderate. Swelling was treated with acetaminophen or doxycycline, and no treatment was given for the lumps/bumps. All of these events resolved without sequelae. Postmarket surveillance the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. In many cases the symptoms resolved without any treatment. Reported treatments included the use of (in alphabetical order): analgesics, antibiotics, antihistamines, anti-viral, arnica, drainage, hyaluronidase, ice, laser treatment, massage, nsaids, steroids, and warm compress. Outcomes for these reported events ranged from resolved to ongoing at the time of last contact."

Event description:
Healthcare professional reported they injected a patient in the glabellar lines with 0.55ml of juvéderm volbella® xc; it was noted that make up was immediately applied after injection. Approximately 3 weeks post-injection, the patient stated the injection site was raised, inflamed and erythematous. On the same day as onset, patient was treated with hylenex. The patient was seen approximately 3 months after treatment with hylenex and the glabella seemed to be normal; restylane and botox® were injected in the eyebrow mounds. Thirteen days later, botox® touch up was injected in the glabella area. Approximately 6 weeks later, 2 bumps appeared in the glabella. Two days later, patient received 3 vaccines, including zostavax (shingles vaccine). Three days later, bumps became red; patient also developed swelling under both eyes. Two days later, patient saw their internist as they were concerned with having a bacterial infection or shingles. Patient was prescribed doxycycline and valtrex. Internist was uncertain as to whether the bumps were an infection or shingles. Twenty two days later, abscess appeared in right glabellar crease; the abscess was aspirated, a culture was also done on this day, and patient was started on cipro. Culture results showed no growth. The next day, decreased pain/tenderness was noted and hylenex was injected. The next day, symptoms were much improved; hylenex injected again. Two days later, symptoms were noted as almost resolved; hylenex injected again. Four days later, central glabellar abscess is noted; anaerobic/aerobic fungal cultures done. Results were noted as ¿coagulase negative staphylococcus.¿ patient stopped cipro one day later. Five days after stopping cipro, patient was prescribed biaxin. Three days later, patient was injected with hyelenx again. Symptoms are ongoing.